Event description:
Complainant alleged that during a training session by a distributor, the device displayed a "bridge test failed" message. Complaint indicated that there was no patient involvement in the reported malfunction.